Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID 85 96sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via clinical study. The patient was receiving intrathecal compounded baclofen 1000 mcg/ml (dose 350.1 mcg/day) in simple continuous mode via an implanted pump. On (B)(6) 2014, the simple continuous dose was increased 14% to 399.7 mcg/day. The pump's indication for use (IFU) was listed as spasticity and intractable spasticity. The patient had fluid over the pump and the event was moderate in severity. The event resulted in in-patient hospitalization. Diagnostic methods included examination/palpation and results showed a pocket of serosanguinous fluid over the pump on (B)(6) 2014. Examination on (B)(6) 2015 showed dehiscence of superficial wound. Intervention included fluid aspiration (medical or non-surgical therapy) on (B)(6) 2014 as well as surgical treatment of irrigation and debridement on (B)(6) 2015. Again on (B)(6), examination/palpitation occurred and results showed only slight swelling under the skin. No infection was noted. As of (B)(6) 2015, the intrathecal pump scar was well-healed. The outcome was resolved without sequelae on (B)(6) 2015. The etiology was reported to be the pump pocket. The event was unlikely related to the device or therapy and related to the implant procedure.

Event description:
2015-10-14. Information was received from a healthcare provider (hcp) via clinical study. Per the patient's discharge summary from (B)(6) 2014 the patient was taking amaryl, zestril, metoprolol and propantheline